Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment. Fluid was seen in the cassette module. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to use the cycler for the next day's treatment. The patient was also assisted with cancelling treatment and advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event, and that fluid was also found inside the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was received open with different package, identified with product code number 050-87216 and lot number 23lr08071. As the complaint product simple was being disinfected and prepared for analysis, a leak in the cassette film was found. The complaint product simple was visually inspected and during the visual inspection with the microscope a tear was found in the cassette film. No damages were found in the cassette hard plastic. This kind of damage could have the following causes as per risk analysis: pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A device history report (DHR) review was performed for the involved lot of the product and there were no non-conformances, or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The alleged event was confirmed with complaint product evaluation; however, it is not possible to determine the actual cause of the defect.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment. Fluid was seen in the cassette module. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to use the cycler for the next day's treatment. The patient was also assisted with cancelling treatment and advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event, and that fluid was also found inside the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation.